Event description:
Physician performing a robotically assisted laparoscopic single-site cholecystectomy using a davinci (intuitive medical) si crocodile grasper (ref# (B)(4)). During the case, the grasping tip of the device broke off inside the patient's abdomen. Dr. Schierling removed the instrument and removed the broke tip from the abdomen using an endocatch bag. Verified that all pieces were removed. Intuitive medical representative alerted and device removed from service. Event abated after use stopped or dose reduced: yes.